Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that (B)(4) batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. Customer states she will call back after work to continue to troubleshoot the issue at a later time. The customer returned the product back for analysis.